Event description:
The homecare provider reported the following information: 1) a pt was set up for the first time with the h-46. 2) that evening, the spouse filled the patient's portable unit from the h-46. 3) during the fill process, the quick connect froze open on the h-46. 4) the spouse moved the h-46 to the front lawn where the leak finally subsided. 5) no injury occurred.